Event description:
Information was received that the patient's device was replaced due to prophylactic reason. The device was discarded and therefore has not been received to date.

Event description:
Information was received that the patient continues to have a flurry of seizures. It was indicated that the patient was admitted to the hospital and given multiple medications. The patient has now been released.

Event description:
Clinic notes were received after patient was being referred for a prophylactic battery replacement. The notes indicated that the patient was doing well but began suddenly having seizures. It was indicated that the seizures could be in the patient's sleep and that her menses or stress will bring them on. It was indicated that an eeg would be performed in order to determine whether these events were stress mediated events versus epileptic seizures to further adjust medications and vns. Attempts have been made to obtain additional information from the physician. No additional relevant information has been received to date. No surgical intervention has occurred to date.